Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included diabetes and gerd. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2013, citalopram, hydroxyzine, levonorgestrel (mirena) since (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2007, metformin, naproxen, nsaids, omeprazole and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2007, the patient experienced anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 8 months after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced depression ("chronic depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy, permeabilization of uterine tubes). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, menstrual disorder, migraine, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain and abnormal bleeding related events. Lot number: 624496 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included diabetes and gerd. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2013, citalopram, hydroxyzine, levonorgestrel (mirena) since (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2007, metformin, naproxen, nsaids, omeprazole and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2007, the patient experienced anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"), 4 years 8 months after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced depression ("chronic depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy, permeabilization of uterine tubes.). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, weight increased, headache, migraine, fatigue, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain and abnormal bleeding related events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : case category updated to serious incident, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.